Event description:
It was reported that the procedure was to treat a mildly tortuous and calcified lesion in the left circumflex. When connecting the indeflator to the balloon catheter, air was noted and the gauge slowly increased therefore the handle was turned quickly and the indeflator disconnected. A new indeflator was used however there was still air at the connection during inflation. A non-abbott indeflator was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The additional device referenced in event are filed under separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.